Event description:
Devilbiss healthcare received a complaint from a caregiver involving a suction device, who stated "the machine has no suction." There was no report or evidence of illness, injury or medical treatment associated with the complaint, and the patient received a replacement unit the same day from their equipment provider. The unit was returned to devilbiss for evaluation, where it was determined that a torn umbrella-style check valve was the root cause of the low/no suction complaint. The unit was repaired and returned to the provider. Devilbiss has an active CAPA associated with the umbrella valve issue.